Event description:
Patient underwent right heart catherization and during the initial placement of device the disc did not form properly and was removed. Repeat act done due to small clot noted on device. 700 units additional heparin given. Device placed second time and appeared to sit well. A tee revealed the device sitting at the mouth of the right pulmonary vein so device was removed. Remainder of procedure completed without incident. The next day the child returned to the ER. CT-scan showed a large area of hypodensity involving the right middle cerebral artery territory. Child admitted to picu.